Manufacturer narrative:
Additional information provided. The report of an unintended infusion rate change was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2017 at 8:16pm, the pump module was initially programmed with an infusion rate of 75ml/hr and a vtbi of 950ml. The vtbi was updated several times on the pump until it was channeled off on (B)(6) 2017 at 1:19pm. The rate of infusion did not change based on the log recordings during this period. The root cause of the reported infusion rate change could not be determined. The module was not returned for investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Physical inspection noted the device to be in good condition. Rate accuracy testing was performed and the device was within specification.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of a rate change. It was reported that an unspecified infusion was programmed at a rate of 75 ml/hr. However noted a "higher" rate. Although requested, additional information is not available; there was no patient harm.